Event description:
It was reported by the rep the device was used during a right colectomy. It was reported the tx60 was used to close off the top of and anastomosis & did not fully close the tissue. An addtional staple line had to be fired. There was no consequence to the pt.